Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had gone to the emergency room as the blood glucose (bg) level was 521 mg/dl with a mild level of ketones. The ketone level was considered as dangerous (diabetic ketoacidosis (dka)). The customer was treated with fluids and intravenous insulin drip. The bg level dropped to 224 mg/dl. The customer was admitted to the hospital as the customer was still in dka. The contact had no further information. Although additional attempts were made to the customer to retrieve additional information, the customer did not reply to the requests.